Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device activity log. However, the device was put through extensive testing including self tests, on/off current testing, patient and circuit impedance testing, and shock testing without duplicating the report. An internal inspection of the device found no discrepancies. The main board was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.